Event description:
It was reported the asymptomatic patient presented for routine follow-up and, upon interrogation, incorrect messages regarding the elective replacement interval and the end of service battery lives were displayed. A firmware download restored the device to normal. The device will be followed normally.